Event description:
Customer called to set the date and time on his meter. Found the meter was in mmol/l instead of mg/dl. Customer thought this meter was too hard to use and asked for a simpler meter. This meter will be replaced with an elite basic. Customer did not medicate based on mmol/l readings.